Event description:
On (B)(6) 2010 patient requested assistance unlocking her infusion device. Advised patient on how to unlock device. Attempted to assist patient with unlocking device; was unsuccessful. Patient stated, she tried numerous times prior to the call but the infusion device will not unlock. Patient reported, she and her husband made numerous attempts during the call also, but was unable to unlock the infusion device. Offered to replace the device, but the patient declined. Patient stated, she would get assistance from one of the infusion device clinical specialists and would rather wait for the additional help. Advised patient to call back if clinical specialist is unable to resolve the issue. On call back from patient on (B)(6) 2010, patient reported her clinical specialist determined the down button on the infusion device was not responding. No physiological effects were reported. Product was replaced and requested return of the alleged product for evaluation.